Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was bent and another lead was opened and implanted. No issue to patient. No delay of case. No known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. Actions/interventions included another lead opened and implanted with issue. The issue is reported to be resolved. No symptoms reported.